Manufacturer narrative:
¿ A relationship between the reported event and the device could not be established. Hematoma and extrusion cannot be confirmed due to lack of clinical evidence. A complete review of the DHR for lot 23091054 was carried out, no deviation was found in the manufacturing process. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿ the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: extrusion - this complication is more frequent in overweight patients or those receiving larger implants. To reduce this risk, it is advisable to check the surgical pocket to ensure the muscle incision can be easily closed under minimal or no tension. Intraoperative tissue expansion while dissecting the other side is also used. If the muscle still cannot be closed with minimal tension, a smaller implant must be used. Local trauma or severe infection also can result in exposure and extrusion of the implant. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary. Hematoma ¿ a hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids. ¿ a definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may led to the event reported include but are not limited to: (1) improper wound healing. (2) oversized implant. (3) surgical factors. ¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. ¿ establishment labs will continue to monitor for similar complaints/trends.

Event description:
It was reported that the patient underwent a mastopexy with capsulectomy and implant exchange. During post-surgical evaluations, the patient exhibited breast asymmetry, attributed to the inflammatory process following surgery. Subsequently, the patient reported a significant discharge of dark red fluid from the insertion site of the implant on the left breast. Following an evaluation at a health center, it was determined that the patient had developed a hematoma. She was then re-operated; during this procedure, implant exposure was noted, the hematoma was drained, and the implant was removed with a exovac placed to drained.

Manufacturer narrative:
Hematoma significantly increased the risk of contracture (handel, et al.2006). ¿the effect of hematoma on the risk of developing contracture was studied by comparing the contracture rate for implants with and without associated hematomas. The contracture rate (number of baker grade 3 or 4 contractures per 1000 patient-months) was 7.17 for implants with hematoma and 3.27 for implants without hematoma.¿ (handel, et al.2006). ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (j.collins, and verheyden , 2012. Incidence of breast hematoma after placement of breast prostheses. Copyright ©2012 by the american society of plastic surgeons. Doi: 10.1097/prs.0b013e3182402ce0) hematoma is a complication often associated with surgery and has been reported following breast implantation. Franck duteille, *michel rouif, sophie laurent, and máirín cannon, 2014. Five-year safety data for eurosilicone¿s round and anatomical silicone gel breast implants. Plast reconstr surg glob open. 2014 apr; 2(4): e138. Doi: 10.1097/gox.0000000000000082) ¿the incidence of breast hematomas following breast augmentation is estimated to range from 1% to 6%, and hematomas remain one of the most common complications along with capsular contracture and seroma formation.¿ kjøller k, ho¨lmich lr, jacobsen ph, et al. Epidemiological investigation of local complications after cosmetic breast implant surgery in denmark. Ann plast surg. 2002;48:229¿ 237; pinsolle v, grinfeder c, mathoulin-pelissier s, faucher a. Complications analysis of 266 immediate breast reconstructions. J plast reconstr aesthet surg. 2006;59:1017¿1024; codner ma, mejia jd, locke mb, et al. A 15-year experience with primary breast augmentation. Plast reconstr surg. 2011; 127:1300¿1310). Larger implant size demonstrates clinical significance by providing greater tensile and shearing forces on the blood vessels in the chest. (Collins and verheyden , 2012). ¿rupture of a silicone-filled implant is also concerning for increased hematoma incidence. Rupture of a silicone-filled implant can be associated with leaking silicone gel, silicone granulomas, and increased vascularity associated with an inflammatory response.¿ (collins and verheyden , 2012). The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: hematoma: "maintaining hemostasis/avoiding fluid accumulation the risk of postoperative hematoma and seroma may be reduced by carefully handling the hemostasis during surgery and possibly by the postoperative use of a closed drainage system. Persistent or excessive bleeding must be controlled before implantation. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid contamination or damage to the breast implant." "Hematoma is a collection of blood within the space around the implant, and a seroma is a build-up of fluid around the implant. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure." Extrusion ¿ breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health in addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental medwatch. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through postmarket surveillance of reported complaints & adverse events.